Event description:
Patient called to report that her v-go had fallen off. She stated that this is her second day wearing v-go. She says she cleaned the area on her abdomen with an alcohol swab and let it dry before applying. She was able to stick it onto her skin and give herself bolus clicks, but after a few minutes of wearing the device in question, it fell off.